Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) shock lead impedance of 125 ohms. There are no signs of calcification noted on the lead. It is recommended to monitor the lead and replace it if the shock impedance reaches 150 ohms. At this time, this device remains in service and no adverse patient effects were reported.